Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins are damaged. The initial reported problem of the 12 lead failure was reported that the failure was observed while in use on a patient which caused a delay in patient care. No adverse patient impact was reported.